Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Vessel and aneurysm morpholgy are unknown. Approx one month post-implant, the pt presented with trouble walking and claudication in the left lower extremity. Angiography demonstrated a high-grade stenosis of the mid portion of the left (ipsilateral) limb of the stent graft. It was reported that stent graft was well seated below the renal arteries with no evidence of endoleak. In 2002, two 15 mm angioplasty balloons were bilaterally inserted and inflated with a kissing balloon technique to resolve the stenosis. A palmaz stent was also implanted within the area of stenosis. Final angiography demonstrated excellent flow through both limbs of the stent graft and an excellent contour of the stent. The physician reported near normalization of the ankle brachial ratio in the left lower extremity. No clinical sequelae were reported, and the pt is reported to be fine.